Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. H3 other text : product is no longer available for return.

Event description:
The patient's mother reported that her daughter's meter was showing very low readings. On (B)(6) 2023 at 10:30 am at school, her daughter had a blood glucose reading of 180 mg/dl. She had hyperglycemia symptoms, such as abdominal pain, vomiting, dizziness, confusion and acetone. She was admitted to the hospital one hour later. The measured blood glucose level at the hospital was 385 mg/dl. She was treated with intravenous insulin, an insulin pump, intravenous glucose and intravenous sodium. The patient was admitted to the intensive care unit for 5 days. Her doctor told the mother that she should have doubted the readings from the beginning because her hba1c level was 15% and she had always had hyperglycemia symptoms and her diabetes was uncontrolled. The mother said that her daughter had been admitted to the hospital five times this year. The meter showed low values each time, although the patient suffered from hyperglycemia symptoms such as dizziness, abdominal pain and vomiting.